Event description:
It was reported that a user on ilet experienced fluctuating blood glucose readings, with a decline from 74 mg/dl after taking two glucose tablets to 50 mg/dl, followed by increases to 85 mg/dl, then 200 mg/dl, and later 214 mg/dl, without symptoms; oral glucose was used as treatment and no device alerts or alarms occurred. Symptoms included no reported clinical effects. Outcomes included no reported impact on daily activities, no medical intervention beyond oral glucose, and no hospitalization. Investigation included complaint intake and troubleshooting with user education. Investigation of this case revealed no device malfunction, no alarms, and no confirmed device component failure, with the event characterized as hypoglycemia and subsequent hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.